Event description:
It was reported that 2 bd filter needles blunt 18 gauge 1-1/2 inch was used off label for an intraocular injection. The following information was provided by the initial reporter: " based on the description, the customer complained intraocular inflammation for 2 patients as adverse event of the injection."

Manufacturer narrative:
Investigation summary: it was reported there was intraocular inflammation for two patients as an adverse event of the injection. As a sample was not returned, a thorough sample investigation could not be completed and a probable root cause could not be offered. A device history record review was completed for provided material number 305211, lot number 9091723. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A trend analysis was performed for the last three years and the is the first complaint for this symptom for this product and from this customer. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.